Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (produces faults while charging) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, the q1 transistor and u14 processor were shorted on the bedside board. The cause of the inability to charge a battery pack is the shorted components the root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults while charging the battery packs.